Event description:
Customer reported a pump malfunction after it was dropped. There was no adverse impact to the customer's blood glucose level. Customer was provided with information and assistance to reset the pump, and after the reset, the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the issue reappears. No additional information was received regarding the outcome of the event.